Event description:
The device was implanted on 4/4/96, for infusion of fudr for treatment of cancer. On 1/20/97, the manufacturer received the following response to a device tracking polling letter from the pt: "the device does not work. When they were using the device, there was only 25cc that came out of the device when they flushed it." The pt's current dr implanted a vascular access device which they are using instead of the manufacturer's device. The pt requested info as to why the device is not working. No further details were provided.

Manufacturer narrative:
On 2/7/97, the physician informed a MFR rep that after several treatments, the patient developed stenosis of the hepatic artery which led to eventual occlusion. The patient also had an increase of metastasis. Additionally, the physician stated that the device was not being flushed properly. The device remains implanted although not being utilized in the patient's therapy regimen. Since the is not available for analysis, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Device MFR date read 4/5/95, h.4 should have read 2/13/96. Section h.5 - device expiration date read 10/5/97, h.5 should have read 8/13/98.